Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus; however, it was specified that the device was used for a venous procedure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation, the balloon did not inflate. Upon the second inflation, it was noted that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different 16x4mm balloon catheter. No patient complications were reported and the patient's status was fine.